Event description:
The customer stated that the end cap sticker came off, and so did a piece of the drive support cap. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a protruded / loose drive support disk and missing end cap sticker.